Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 7 heli-fx endoanchors were implanted to treat a type ia endoleak in a previously implanted non-medtronic stent graft. Implantation was reported to be successful. Approximately one month, four months and fourteen months post implant a type ia endoleak was reported, it was also observed that three endoanchors had not maintained adequate penetration into the aortic wall due to aortic angulation. No further action was taken. The site assessed the events as related to the index procedure. The sponsor assessed the event as probably related to the procedure and possibly related to the aneurysm.